Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back to request assistance with adjusting therapy settings. They said they're "getting wet and wet and wet." The agent walked the patient through successfully connecting to ins and adjusting amplitude until stim could be felt strong yet comfortable at the bicycle seat area. Patient said they would continue to monitor symptoms. Additional information was received from the patient. The patient reported ongoing urinary issues stating they had been going through many pads. Patient asked for help increasing amplitude. The agent reviewed how to do so and patient confirmed they felt stimulation sensation comfortably.

Event description:
Additional information was received from the patient. They reported that they have been in pain for the last two months and wanted to know how to make adjustments to the stim. Agent offered to walk the caller through the steps of connecting and making the adjustments, but the caller did not have their equipment with them during the time of the call. Agent emailed the caller instructions on how to connect to ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jul-10, (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they are having a return of symptoms they passed out and fell, and were sent to the hospital, where they had an MRI. Patient stated that "the machine is not working like it used to, where they go in and take it down" the patient also added that since the fall, they haven't done any adjustments because they were afraid of interfering with the MRI. The patient stated that there just about no relief from the symptoms, and they'd take off and running to the bathroom, the device will not tell them in advance. The patient also said that they wear pads and sometimes "it catches something.". Agent had the caller connect to the ins. The patient was able to connect and increase the stimulation to a comfortable level on the pelvic floor. Patient to monitor the issue and redirected to the hcp if the issue persists.additional information was received from the patient. The patient called back to report that they continue to have issues with the therapy. The patient stated that they have to get up all night long to go to the bathroom and they don't make it in time. The patient requested a refresher on how to increase amplitude. Agent reviewed requested information and patient confirmed they were able to increase amplitude. Patient confirmed they could feel comfortable stimulation in bicycle seat area. Patient will maintain amplitude and continue to monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back to report that they continue to have issues with the therapy. The patient stated that they have to get up all night long to go to the bathroom and they don't make it in time. The patient requested a refresher on how to increase amplitude. The agent reviewed the requested information, and the patient confirmed they were able to increase amplitude. The patient confirmed they could feel comfortable stimulation in the bicycle seat area. The patient will maintain amplitude and continue to monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.